Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when screwing in the screw intra-operatively, the connection hole of the plate broke. The plate was replaced and there was no injury to the patient.